Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that the lead safety switch (lss) was triggered in march due to right atrial (ra) pace impedance greater than 3,000 ohms. The measurement had been in the 400 ohms range with one value at 800 ohms. The signal artifact monitor also recorded an episode in february due to sensing of the minute ventilation feature and ra impedance greater than 3,000 ohms. The pacemaker programming was changed to unipolar by the lss which resulted in myopotential noise and inappropriate mode switching to atrial tachy response. Technical services recommended programming the pacemaker to unipolar pacing and bipolar sensing. The pacemaker and ra lead (non-boston scientific product) remain in service and no adverse patient effects were reported.

Manufacturer narrative:
This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that the lead safety switch (lss) was triggered in march due to right atrial (ra) pace impedance greater than 3,000 ohms. The measurement had been in the 400 ohms range with one value at 800 ohms. The signal artifact monitor also recorded an episode in february due to sensing of the minute ventilation feature and ra impedance greater than 3,000 ohms. The pacemaker programming was changed to unipolar by the lss which resulted in myopotential noise and inappropriate mode switching to atrial tachy response. Technical services recommended programming the pacemaker to unipolar pacing and bipolar sensing. The pacemaker and ra lead (non-boston scientific product) remain in service and no adverse patient effects were reported.